Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional (5) proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in an unspecified calcified vessel was attempted with prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, placement of the first prostyle device was successful. When attempting to place a second prostyle device, a cuff miss [suture retrieval issue] occurred. The sutures of five new prostyle devices were attempted and also had cuff misses. The tavi procedure was completed. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently to the initially filed reports, additional information was received:it was reported that suture placement in the heavily calcified right common femoral artery was attempted with six prostyle devices using the pre-close technique via a 6f sheath hole. The sheath was upsized to a 9f, then also a 20f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture along with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.an additional deployed prostyle device was returned. A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.